Event description:
It was reported, via a healthcare professional, that during an endovascular embolization, an unspecified stent was impeded in the distal end of a prowler select plus 150/5cm microcatheter (product code: 606s255x, lot number: 31718177) and could not pass through the microcatheter (mc). The doctor removed the stent and microcatheter from the patient and replaced the microcatheter with a new one to deliver the original stent to complete the procedure. Does surgeon have an extra set of hands to support while flushing aligning the enterprise system was answered as ¿yes¿. Is a push plunge rhv being used was answered as ¿twisted type¿. Is there force needed to remove the delivery wire once impeded and then the stent detaches in the hub or the proximal end of the microcatheter was answered as ¿no, the delivery wire was removed smoothly, and the stent was still attached to the delivery wire¿. The stent was not replaced. Additional information received on 11-may-2026 indicated that the intended procedure was an aneurysm surgery. A guidewire was used in the microcatheter prior to using the enterprise system. There was flushing during the procedure. There was no evidence of physical material within the device. The stent used was an enterprise ii (product and lot number unknown). The microcatheter did not kink/bent. There was no procedure prolongation/delay due to the event.

Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.